Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button error. The customer¿s blood glucose level was unknown. The customer reported that they had button errors and cartridge was loose and not secure had to keep re screwing it in. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test and displacement test or verify failed battery test alarm due to unresponsive button. Device had cracked lcd window, cracked battery tube threads, cracked case at display window corners, no cracked end cap noted. The test reservoir locked in place properly and no anomaly noted. (B)(4).